Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that the infusion sets were leaking and that this issue had occurred with three different infusion sets. The customer's blood glucose was over 400 mg/dl. Advised customer to use new insulin. The customer stated that the insulin was leaking from the quick release and that she would like shorter tubing. Advised that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.